Event description:
It was reported that a malfunction occurred on the pump. The malfunction caused the customer's blood glucose level to read "high"; however, a specific value was not provided. The customer addressed the high blood glucose by administering a correction bolus via the pump without needing third-party assistance. Reportedly, customer reverted to manual injections for insulin therapy.